Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 21-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen: ¿period-type¿ pain") in an 80 year-old female patient who had essure inserted (lot no. 664590) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The patient had a family history of polyarthritis (mother). On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion medically important), migraine ("after the insertion of the essure implants, I had more and more intense and frequent migraines"), heavy menstrual bleeding ("heavy and painful menstrual periods"), dysmenorrhoea ("painful periods"), arthralgia ("diffuse joint pain"), back pain ("pains starting in the lower back and radiating to the pelvis, groin and thighs"), insomnia ("sleep loss"), depression ("depression") and pelvic pain ("accompanied my daily pain"). The patient was treated with antidepressants (unknown). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, heavy menstrual bleeding, dysmenorrhoea, arthralgia, back pain, abdominal pain lower, insomnia, depression or pelvic pain. The reporter commented: patient¿s current status: I am being followed by a neurologist for my migraines and by a rheumatologist for my joint pain. I have had numerous tests (x-rays, mris, blood tests, etc.) To rule out any other pathology or disease. A polyarthritis screening was also done as my mother is being treated for this disease, but it came back negative. I have also had various treatments for my pain, as well as periods of time on antidepressants. Actions taken to treat the patient in the healthcare facility: comments ¿I was seen by dr (B)(6) on (B)(6) 2024 and will be seen again on (B)(6) to schedule my hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Magnetic resonance imaging] (date unknown): not available. [X-ray] (date unknown): not available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-aug-2024. The most recent information was received on 02-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen: ¿period-type¿ pain") in an 80-year-old female patient who had essure inserted (lot no. 664590) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The patient had a family history of polyarthritis (mother). On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion medically important), migraine ("after the insertion of the essure implants, I had more and more intense and frequent migraines"), heavy menstrual bleeding ("heavy and painful menstrual periods"), dysmenorrhoea ("painful periods"), arthralgia ("diffuse joint pain"), back pain ("pains starting in the lower back and radiating to the pelvis, groin and thighs"), insomnia ("sleep loss"), depression ("depression") and pelvic pain ("accompanied my daily pain"). The patient was treated with antidepressants (unknown). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, heavy menstrual bleeding, dysmenorrhoea, arthralgia, back pain, abdominal pain lower, insomnia, depression or pelvic pain. The reporter commented: patient¿s current status: I am being followed by a neurologist for my migraines and by a rheumatologist for my joint pain. I have had numerous tests (x-rays, mris, blood tests, etc.) To rule out any other pathology or disease. A polyarthritis screening was also done as my mother is being treated for this disease, but it came back negative. I have also had various treatments for my pain, as well as periods of time on antidepressants. Actions taken to treat the patient in the healthcare facility: comments ¿I was seen by dr (B)(6) on (B)(6) 2024. And will be seen again on (B)(6) to schedule my hospitalization for. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Magnetic resonance imaging] (date unknown): not available. [X-ray] (date unknown): not available. Lot number:664590, manufacture date:2009-08, expiration date:2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-sep-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.